Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact on the customer¿s blood glucose level. The customer resumed insulin therapy through manual injection.